Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The valve was visually inspected and confirmed that the siphon guard was torn. It might be possible that the device came in contact with the edge of a sharp instrument during the implant/explant process. This however could not be confirmed. Enhancements were made to this product in the (B)(6) 2007 time frame in which a wall thickness was added in the stressed section of the housing, which was designed to reduce the likelihood of propagation of any small damages to the silicone material. In addition, the IFU warns healthcare users to use extreme care when handling silicone products as silicone has a low tear resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The sales rep reported that he had a valve that was explanted. The nurse who called him said that there was a cut between the reservoir and the valve mechanism. We have no further information at this time.